Event description:
It was reported that during the device change out, the device alarm sounded when the device was out of the pocket. An interrogation did not reveal the source of the alarm. No electrosurgical or operating room equipment were near the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.